Event description:
It was reported that the infinity acute care monitoring system (iacs) tried approx 15 mins to obtain a valid non invasive blood pressure (nibp) value. Afterwards the manual start of the nibp measurement was not possible because the start button was grayed out on the display. The system needed a restart to measure the nibp. It was reported that due to the lack of monitoring function the pt's state of health was not clearly visible / understandable and that the pediatric pt received a permanent brain damage.

Manufacturer narrative:
The investigation of the reported event has been started but is not finished. Results will be reported in a follow up report.